Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -05.50 diopter, in the patient's left eye (os), on (B)(6) 2016. The reporter indicated there was off-target refraction (refractive surprise) and low vaulting with the lens. The patient was experiencing headaches. The lens remains implanted but will be explanted at a later date.

Manufacturer narrative:
(B)(4)